Event description:
I use fixodent and poligrip for many years and have many serious health problems, some of which may be due to the use of these products. Dose or amount: denture cream, frequency: 2 times a day, route: oral. Dates of use: used 20 years - 1990. Diagnosis or reason for use; denture adhesive cream. Event abated after use stopped: no.